Event description:
A customer contacted baxter's technical service center regarding a check supply line alarm that appeared on the homechoice (hc) unit display. This event occurred during use. The patient was not connected. The technical service representative (tsr) explained the alarm. The care giver (cg) confirmed there were four supply bags connected. The tsr had the home patient (hp) bend the broken frangible back and forth. The tsr also had the hp check each line for kinks and closed clamps. The hp restarted priming. The hc alarmed with reload set 161. The tsr explained alarm and advised the cg to start over with new supplies. The cg will call back with any problems. The hp will start over with new supplies. The probable cause was a cracked cassette. The call was completed and the hc was operational. The solution to this issue was provided over the phone. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.